Event description:
Device 4 of 4. Reference MFR report#: 1627487-2012-16027, 16028, 16029. The pt has four leads for off-label use. It was reported the pt is no longer receiving adequate coverage due to losing a significant amount of weight. Reprogramming was unsuccessful. The pt will undergo surgical intervention on a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.